Event description:
Promus premier china registry the patient experienced persistent atrial fibrillation. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the second obtuse marginal with 95% stenosis and was 12 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 16 mm promus premier stents system. Followed post-dilatation, the residual stenosis was 10%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with persistent atrial fibrillation and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Left atrial appendage closure surgery was performed, angiography without revascularization and medication was given to treat the event. Restenosis was noted in the study stent; however, no further details were provided. Five days later, the event was considered to be recovered/resolved with sequelae and the subject was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).